Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019, (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported the patient underwent revision surgery on (B)(6) 2019. It was reported that an adhesions was found to the mesh which was took down and encountered a mass of coalesced small bowel. It was reported that the patient underwent removal surgery on (B)(6) 2019 where it was found half of the mid bowel was covered in thick rind causing adhesions. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/21/2021. Additional information: a2, b7, d1, d2a, d4. Additional b5 narrative: it was reported that the patient experienced abdominal pain and partial small bowel obstruction following the surgery.